Event description:
Patient underwent generator replacement. The impedance after replacement is within normal limits but towards the lower end of the spectrum. The explanted generator has not been received to date.

Event description:
Initial report was that a patient was experiencing low impedance that was first detected on (B)(6) 2018. An x-ray image of the chest and neck was received and reviewed. The generator was placed normally per labeling. It is unclear if the connector pin is fully inserted. Based on the x-rays received, no indication of a device malfunction is visible. Additional relevant information has not been received to-date.

Event description:
New information was received that the leads were along with the generator. No other relevant information has been received to date.